Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and a nalyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(6) 2016, right ventricular (rv) lead pacing impedance spiked to 4047 ohms from a 400-500 ohm trend.

Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds, no capture, high impedance and a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.